Event description:
It was reported that the superion clinical study patient (a4082 scope) had their device explanted due to progression of their lumbar stenosis. The patient underwent a non device related procedure for supplemental fixation in the spine. The clinical events committee has deemed this event to be possibly related to the device, implant procedure and disease progression due to supplemental fixation being performed and device explantation.